Event description:
It was reported that using a radial artery access approach during a procedure of the highly calcified, left anterior descending (lad) artery predilatation was completed with a balloon catheter and the 4.0 x 23 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. During the attempt to remove the sds resistance was met; the sds was removed with the guiding catheter and the y-connector without reported issue. A different xience prime sds was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.